Event description:
It was reported that a user trained on the ilet system experienced hypoglycemia while using the device with a g7 sensor and subsequently requested a return within the 90-day window; the user treated the event with oral carbohydrates (juice and a cookie) and reported a lowest blood glucose of 73 mg/dl with approximately 35 minutes below target. Symptoms included cold sweats. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included internal log review that identified the most recent low and a review of the complaint for reportability and product performance. Investigation of this case revealed no device alarms or malfunctions reported, and the event was categorized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.